Manufacturer narrative:
No further information regarding the rv lead was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture on the right ventricular (rv) channel. The physician suspected the rv lead may have been fractured but this was never confirmed with the field. Surgical intervention was performed and the rv lead was abandoned and replaced. This pacemaker remains implanted and in service with a new rv lead. No additional adverse patient effects were reported.